Event description:
The hosp reported that following two administrations of cardioplegia solution, they noticed blood had cleared around the heat exchanger in between cardioplegia administrations. The device was changed out as a precaution because of a concern for a water to blood leak. The pt was not affected.